Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp, and a supplemental report will be submitted. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) started alarming, "maintenance code #7". The patient had been received from the ccl. The customer was guided to locate a second unit and call the getinge representative. The iabp in question was operating properly and providing proper therapy to the patient. When another iabp was located, a ccl staffer transitioned the patient with minimal down time. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that they don not have any other information than what is already reported in b5.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) started alarming, "maintenance code #7". The patient had been received from the ccl. The customer was guided to locate a second unit and call the getinge representative. The iabp in question was operating properly and providing proper therapy to the patient. When another iabp was located, a ccl staffer transitioned the patient with minimal down time. No patient harm, serious injury or adverse event was reported.